Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and moderate ketones. Reportedly, customer believed the non-tandem infusion set cannula was bent, however customer was only able to examine the cannula after it was discarded and could not confirm that the cannula was bent while inserted. Ultimately, the cause of the elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 11/17/21 with the issue resolved and no permanent damage. System check and pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.